Manufacturer narrative:
Investigation visual inspection no significant deformations or damage of the valve was detected during the visual inspection. Permeability test a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test the progav 2.0 valve was tested and is adjustable to all specified pressures. Braking force and brake function test the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. For the first measurement, the progav 2.0 valve does not operate within the allowable tolerance. The valve tends to over drainage. For the second measurement, the test result was within the acceptable tolerance. This is normal as the valve is flushed during the test process. Result first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damage of the valve was detected during the visual inspection. Next, we tested the permeability, adjustability, and opening pressure of the valve, as well as the brake functionality and brake force. The progav 2.0 valve operates as expected and met all specifications. At the time of the first computer controlled test the opening pressure of the progav 2.0 was significantly lower than expected, indicating a tendency towards over-drainage. At the second test, the valve worked within tolerance. Finally, we have dismantled the valve. Inside the valve we have found slight build-up of substances (likely protein). Based on our investigation, we confirm that the progav 2.0 valve was operating in an over- drainage state at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the valve was over draining. The reporter indicated that a 6 month 22 day post operative valve is over draining. Additional details of the event have not been provided.